Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4). Lens work order search: one similar complaint type event reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, diopter -14.5 into the patient's left eye (os) on (B)(6) 2018. On the same day, corneal edema and inflammatory cells developed in the anterior chamber. Diagnostic tests were performed and the surgeon reports endophthalmitis. No aqueous samples were taken. Steroid eye drops, oral medicine, and eye drops with hypotensive effect were administered. Currently, the patient is recovered. The cause of the event is reported as unknown.

Manufacturer narrative:
Method code 3331, device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. (B)(4).